Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue noticed the hospital cart was leaking more than 20 psi in 5 minutes. The fse replaced the o-ring and all the helium connections on hospital cart were checked & tightened. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.